Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the inability of the field representative to interrogate and the device and early depletion of the battery.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during an in office visit the field representative was unable to interrogate the implantable cardioverter defibrillator (ICD). Upon magnet placement, no tones were heard. It was noted that seven months earlier the ICD battery indicated five years remaining. The patient would be scheduled for a replacement procedure in the near future. At this time the ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the ICD was explanted and replaced. No additional adverse patient effects were reported.